Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('possible cornual ectopic pregnancy') in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included menorrhagia, metrorrhagia, dyspareunia, c-section (2004), endometrial biopsy, endometritis and endometritis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was not reported. The reporter considered ectopic pregnancy with contraceptive device to be related to essure. The reporter commented: as per pif insertion date was updated: (B)(6) 2009 to (B)(6) 2009 as per pif removal date was updated (B)(6) 2010 to (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2010: -no intrauterine pregnancy, however, right uterine and intramural mass was noted, possibly cornual ectopic pregnancy.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 29-apr-2021: quality safety evaluation of ptc. On 28-apr-2021: pif received :reporter information, indication and rcc were added. Insertion and removal date was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('possible cornual ectopic pregnancy') in an adult female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included menorrhagia, metrorrhagia, dyspareunia, c-section (2004), endometrial biopsy, endometritis and endometritis. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was not reported. The reporter considered ectopic pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2010: -no intrauterine pregnancy, however, right uterine and intramural mass was noted, possibly cornual ectopic pregnancy. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.